Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that burr stuck on wire occurred. The stenosed target lesion was located in the left anterior descending artery. A rotablator rotational atherectomy system was used to advance to the target lesion. During procedure while dynagliding, the burr stalled and upon removal of the burr, it would not dynaglide out and it was then noted that the burr was stuck on the rotawire. The rotawire and the burr were removed together as a unit. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a corewire broken.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device was returned in a generic plastic bag. Visual and tactile inspection was performed and the device returned stuck inside the catheter and could not be removed from the catheter. However, device presents a body kinked, coilwire unraveled and corewire broken. The outer diameter of the med section could not be measured since this section was stuck inside the catheter. The outer diameter of the spring tip could not be measured since this was returned severely damaged. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).